Event description:
The resident placed an IV in the left dorsal part of the hand. After flushing the IV, she stated it had infiltrated. She then placed gauze and tape over the puncture site. She applied pressure to gauze and went to removed IV catheter, as she was removing the catheter the catheter broke/snapped off and she immediately noticed the entire catheter was not removed. Nothing was visible, so a tourniquet was applied and monitored by time on/off through anesthesia. The residents were able to locate the catheter on the ultrasound. A surgeon successfully retrieved the foreign body and it was matched up against intact cath to ensure the full catheter was removed.